Event description:
Received information stating the customer received an inaccurate fill estimate during the load process.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. The t:slim user guide indicates that insulin should be a room temperature before filling cartridges, the user filled with cold insulin.